Event description:
In 2005-a dental implant was placed in tooth location # 30. Subsequently the pt was experiencing pain. On 12/28/2005-the implant was removed from the pt's mouth. Fifteen months later-the clinician was contacted. He stated the pt's implant did not fail to osseointegrate. He removed the implant from tooth location # 30 because of pain. After the implant was removed the pts' pain dissolved. The pt was seen post operative and will be re-implanted after healing and is doing well.